Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, anemia, depression, headache and obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and rash ("rash or skin condition/skin rashes"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). In 2017, the patient experienced tooth disorder ("dental problems") and dysgeusia ("metallic taste"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, genital haemorrhage, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, dysgeusia, depression, anxiety, rash, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant :(B)(6) 2012,(B)(6) 2016 there were 4 trailing coils on the left side and 0 coils on the right but the tip of the coil was visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion tubes were blocked. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, anemia, depression, headache and obesity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and rash ("rash or skin condition/skin rashes"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). In 2017, the patient experienced tooth disorder ("dental problems") and dysgeusia ("metallic taste"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, genital haemorrhage, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, dysgeusia, depression, anxiety, rash, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2012, (B)(6) 2016. There were 4 trailing coils on the left side and 0 coils on the right but the tip of the coil was visualized . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: mr received : removal details added and case category updated to incident. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.